Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms indicating secondary motor voltage too high, likely due to data file extraction, and speaker 2 voltage too low when off. Visual inspection of external components found a crack in the display cover. Visual inspection of internal components found no abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included quickly switching out test batteries which resulted in one battery causing an alarm as it had a low charge. Another test included power cycling the driver five times with batteries not completely latched in the battery wells. Driver alarmed but recovered quickly when the batteries were inserted correctly. An extended observation run was performed at normotensive settings. No alarms or issues were produced. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue. The customer complaint could not be replicated; root cause of the alarm could not be conclusively determined. When batteries are charged and inserted correctly, there is no evidence of a device malfunction. Failure investigation identified no test failures or damage that could have contributed to the reported complaint. The cracked display cover was cosmetic only. There was no evidence of a device malfunction. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a demonstration session, a syncardia clinical specialist reported that the freedom driver alarmed after initial onboard battery insertion.